Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
\ No conclusion code available. Final analysis found the reported inability to communicate was confirmed in the laboratory and was due to low battery voltage. The low battery voltage and sharp drop from eri to eol was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Event description:
It was reported that patient presented in the hospital with device at eri and intermittent ventricular capture. While interrogating the device, it had gone into back-up vvi mode. Previous device check, device had an estimated longevity of one year. Device was explanted and replaced. Patient is fine.

Manufacturer narrative:
(B)(4).